Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number was not provided. A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. An attempt to inspect current stock of material was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. An attempt to inspect current stock of material was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
It was reported that the customer is a nurse and her son is the patient who uses the rusch catheter urine bag. The product has caused the patient to bleed which is not normal, not enough lubricant is provided and the adhesive included is not is not good material. She states that the product is prescribed by a doctor and receives the product via medicare, she does not purchase it. She has attempted to communicate directly with the provider but they do not listen to her and she has been told that she needs to contact the manufacturer, teleflex. It was also noted that they have had issues with the bag leaking. On follow up the patient's condition was reported as fine and no further treatment was required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer is a nurse and her son is the patient who uses the rusch catheter urine bag. The product has caused the patient to bleed which is not normal, not enough lubricant is provided and the adhesive included is not is not good material. She states that the product is prescribed by a doctor and receives the product via medicare, she does not purchase it. She has attempted to communicate directly with the provider but they do not listen to her and she has been told that she needs to contact the manufacturer, teleflex. It was also noted that they have had issues with the bag leaking. On follow up the patient's condition was reported as fine and no further treatment was required.